Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2021 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had pain at ins site. The patient reports that his friend gave him a "bear hug" on saturday night and "grabbed his battery and twisted it". The patient reports that he felt increased pressure after this event. The patient reports that he went to the ER monday the 5th due to a feeling of increasing "electrical sensation" in his back and legs. The patient was met with monday, after the physician requested that we meet with the patient, where his device was turned off via the remote and verified with clinician tablet. Impedances and connectivity was verified with all electrodes within range. Patient's physician was updated. It was reported that the patient was not hospitalized overnight; he was released the same day on monday the 5th. The patient was seen in the ER where the ipg was turned off on the 5th ; however, he reports that he turned back on the following wednesday the 7th due to returning chronic sciatic and back pain and a follow up appointment was scheduled to be see on monday the 12th, per the patient¿s request. The patient was seen in the office monday (B)(6) 2022 in order to determine and clarify the cause of the electrical sensation. When seen in the office the patient reports that friday the 9th he was involved in a motor vehicle accident where he was ¿re-ended¿ in his pick up truck. Connectivity and impedances were completed; where electrode 5 was reading greater that 40,000 and red on connectivity. The patient¿s programming is not utilizing this electrode. The patient reports preferring his current program a with his dtm settings and using the programming tablet the intensities were increased to his settings that were prior to ER incident with no concerns. An additional program was created in order to relief pain pattern symptoms. The clinical staff was updated accordingly.